Event description:
The customer reported that the handle of the device jammed. It is unk if the device was on tissue at the time, and if so, how the device was removed from the tissue. There was no harm to the pt.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.